Event description:
The physician was using a guard wire device for protection during pre-dilatation / during stent implantation / during post-dilatation / and during aspiration when treating a lesion in the right internal carotid artery. The lesion exhibited 80% stenosis and was a type I aorta. No issue was reported with the guardwire device. Within 24 hours of the procedure the patient suffered motor aphasia (the patient exhibited temporary symptom of difficulty in speaking). The patient was treated with pletaal and hyperbaric oxygen therapy. Outcome was reported as recovered. The doctor suspects that the aphasia was caused by distal occlusion which occurred after the operation. The investigator has not assessed the relationship between the guard wire and the event.

Event description:
Distal embolization occured along with the previously reported cva/ stroke. As the patient developed this event after the operation, it is probably attributed to the embolus material dispersed during the procedure. The causal relationship with the product is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: results: (inconclusive,unable to confirm event, no device or cine images returned). Inherent risk of procedure (cva/ stroke). (No device received for evaluation) conclusion: unable to confirm event (no device or cine images returned). Known inherent risk of procedure (cva/ stroke). Device discarded - (B)(4).